Event description:
(B)(4).

Manufacturer narrative:
There was no indication of a device malfunction. The device and device data have not been provided to resmed for eval. Recently preliminary data from the serve-hf clinical trial indicated an increased risk of cardiovascular deaths in patients with symptomatic, chronic heart failure (nyha 2-4) with reduced left ventricular ejection fraction (lvef<45%) and moderate to severe predominant central sleep apnea being treated with adaptive servo-ventilation (asv). Note: further info regarding the trial and remedial action can be found in medwatch 3004604967-2015-00176. This event is being reported based on the new info from the clinical trial and the limited info provided to resmed regarding this event. Resmed ref: (B)(4).